Event description:
Customer reported an issue with the v-series monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Corrections included replacement of the spo2 connector assembly. Unit was safety tested to factory' specs.